Event description:
Pt developed a firm, tender, visible and palpable, red nodule in her left nasolabial fold. Pt was treated with an il tac injection and doxycycline.

Manufacturer narrative:
The batch record, including sterility testing records was reviewed, and did not reveal any issues with the product lot. There were no other complaints concerning this product lot after an internal investigation.